Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0gbsf implanted: (B)(6) 2014 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that they were feeling stimulation in the wrong location. There was a report that the patient was undergoing some physical therapy that involved traction on their lower spine. It was further stated that they thought the wires may have gotten pulled during the traction therapy because they were now getting stimulation on the very bottom of their tailbone. They reported that the tailbone was not where the stimulation used to be and did not deem to be functioning properly now. The patient clarified that they were getting stimulation on the bottom of their tailbone when they reported that it was not functioning properly. The patient stated that this occurred 2 days prior to the report. There was a report that the patient did not have a current managing healthcare professional (hcp). It was reported that the patient was requesting for a closer doctor to check their device. Relevant medical history includes gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0gbsf, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-19. The patient reported that testing during the office visit revealed the battery was dead after 2.5 years. The patient reported that the issue was resolved and that the unit needed batteries.